Manufacturer narrative:
Device is a combination product device evaluated by MFR: synergy ous mr 2.75 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Distal end of stent stretched and pulled distally over the balloon and distal markerband. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery. A 2.75x28mm synergy ii drug-eluting stent was advanced for treatment. However, during introduction, it was noted that the stent struts where lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery. A 2.75x28mm synergy ii drug-eluting stent was advanced for treatment. However, during introduction, it was noted that the stent struts where lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.